Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The blood glucose level was 270 mg/dl, and the patient was treated with correction bolus via pen. No further information is available.